Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting noise resulting inappropriate automatic mode switch. There were no interventions made. The patient is stable and will be monitored.